Manufacturer narrative:
The device was returned to the manufacturer and has been analyzed as follows: the actual device involved in the incident was evaluated. A visual examination confirmed foreign material in or under the device septum. This event is believed to have occurred during the manufacture and packaging of the device. The report of foreign material in the device septum has been confirmed and corrective action has been taken. The facility will be notified of the review of this incident. No further information is available. The manufacturer is now closing the file on this event. No further information is available. The manufacturer is now closing the file on this event.

Event description:
On 9/26/96, the MFR received info from its distributor that a facility in their territory experienced difficulties with this device. The report states that foreign material is contained in the device septum.